Event description:
Event description cpi received information that the physician elected not to implant this implantable pulse generator (ipg) because he could not verify lead pin insertion. The physician indicated that the connector block was 'cloudy' and this prevented him from verifying that the leads were inserted fully.